Manufacturer narrative:
Manufacturer's investigation: as part of the MFR's continuous improvement initiatives, a multi-discipline team was initiated to perform in-depth analysis of intermittent field reports of catheter balloon inflation issues. Functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. A review and analysis of raw material data was conducted. The analysis noted that new lots of the balloon material (polyisoprene) are rec'd every 6 months, but consumption can vary based on order demands. Potential root cause: polyisoprene is continually aging, and balloons manufactured with older material when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. A detailed engineering study designed to test additional attributes of the raw materials aging properties is in progress. Balloons were manufactured and are being tested pre-sterile, post-sterile, post thermal cycled and post aged (60c for 13 days). As an interim measure, the raw material shelf life has been changed (from 3 years from date of manufacture to 1 yr. From date of manufacture) to address any potential contributing material aging factors. Lot build review: a review of the MFR lot build database of the reported lot# 19-684-y1 (MFR 09/2012) shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the MFR build cycle. Findings: the involved (B)(4) catheter device was not returned to the manufacturer for analysis and investigation. The exact cause of the reported event remains unknown.

Event description:
Complaint received reporting inflation failure with one (B)(4) 8f td torque line catheter. It was reported that the catheter balloons failed to remain inflated while in patient. There were no reported adverse patient consequences. The catheter device was pre-tested during set-up with no issues detected at that time. Although requested, add'l relevant info including device usage, and device return status has not been provided to the manufacturer. Device return status: the involved (B)(4) catheter was not returned for analysis and confirmation.